Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granulomatous tissue reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected "a few times" with unspecified juvéderm® voluma¿. After injection patient went to a dermatologist "who then discovered a lump on the lower side" of the patient's cheek. It was "apparently discovered that the lump was hyaluronic acid." Patient was then referred to a surgeon for biopsy and removal of "what was thought to be a tumor." Histology revealed "granulomatous tissue reaction suggestive of dermal filler." The reporting physician indicates there has been a "lack of treatment from the surgeon" and therefore prescribed antibiotic treatment to the patient.